Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received via medtronic indicated that the insulin pump had no delivery alarm , the insulin pump also had the absence of occlusion alarm and thus does not alarm the customer when insulin delivery is suspended which causes high blood glucose levels. The insulin pump also gave failed battery alarm and the battery does not last. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.